Manufacturer narrative:
The reported field event of loss of pacing was not confirmed in the laboratory. Analysis was normal. No anomalies were found.

Event description:
It was reported that during the implant procedure, the atrial lead was not pacing when it was fixed in the right atrium. Lead was tested through psa and loss of pacing was noted. Lead was not used. Patient was stable.